Event description:
Customer reported that he experienced high blood glucose over 400 mg/dl on multiple occasions; treated with manual injection. Customer stated that he had issues with the infusion sets. He had a bent cannula and trouble with the infusion set not sticking and the adhesive rolling over. Customer experienced sweating, headaches and stomach issues. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. High pressure test not performed as the customer did not have a tubing clamp. Customer removed the infusion set and the cannula was bent and occluded. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.